Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. Logs were reviewed and captured two sessions on the date of issue. It is observed from the first session logs that the default tool cards were added to the biopsy procedure which includes: passive planner blunt, small cranial reference frame, passive biopsy needle, and probe. No information of availability of articulating arm toolcard is captured by the first session logs. Logs also captured that after a restart the user removed the probe toolcard and added the articulating arm probe tool card to the procedure. As per the case description, after removing the articulating arm probe tool card and re-adding it to the procedure could it be detected. Based on the information captured by logs, this appears to be a user error where the user tracked the articulating arm probe with the incorrect probe toolcard which has resulted into the reported behavior. There is no indication that a software anomaly contributed to the reported behavior. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system could not detect the instrument and then only the instrument when in use. The instrument tool card was removed, reinserted, and added to the procedure and the instrument could be detected. There was a less than hour surgical delay and no impact on patient outcome. There was no impact on patient outcome.